Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 01/2024).

Event description:
It was reported that during port placement procedure, the device allegedly had an air contamination. It was further reported that, the introducer needle was allegedly found to be damaged. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported air aspiration and fracture issues as cracks were observed throughout the introducer needle hub. During functional testing, upon infusion, leak was observed from the introducer needle hub. Aspiration of water into the syringe was attempted but was unsuccessful; only air was aspirated. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during port placement procedure, the device allegedly had an air contamination. It was further reported that, the introducer needle was allegedly found to be damaged. There was no reported patient injury.